Event description:
Patient had a lumber laminectomy using pro osteon 500 without any instrumentation. The surgeon performed nerve decompression at two levels and fusion at one level. Surgeon's files indicate that the patient did not follow up with the surgeon after surgery. According to the patient, the patient had to have two additional surgeries by a different surgeon due to continued pain at the original surgical site. These surgeries took place in 2000 and 2001. During the 2001 surgery, the surgeon noticed that the pro osteon 500 was "like putty or oatmeal... [And] was also suprised that there was no instrumentation in place for low back support" [quote is from patient, not the surgeon]. The patient has stated, "the area had to be cleaned out and then a new typical standard hip graft fusion with screws and rods was performed." Please not that the above information has not yet been confirmed with the surgeon. The patient has stated that they are still in pain and require five to six different pain medications daily.